Event description:
The user of the suspect device said they checked the device memory and found two results that they said they did not get. The two results were 205 and 214 mg/dl. The patient said that they never get a result over 200 mg/dl when testing. The device was replaced and requested to be returned for evaluation.